Event description:
Download data from a (B)(6) female pt revealed a svc code 102 (charge profile fault) as well as high impedance flags. Zoll customer support contacted the pt and issued her a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (svc code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board which caused the svc code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c20 on the defibrillator board. The root cause for the broken lead on c20 could not be positively identified but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. No adverse event resulted from the broken lead on c20. The pt rec'd a replacement monitor. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (high impedance flags) has been confirmed. Upon receipt the electrode belt failed the hi-pot/fall-off test, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief, there was liquid present inside of the dn enclosure, te's and ECG's b and d, and there eas corrosion found in ECG-d. The cause for the test failure and the flags was the pulled cable and contaminated components. The root cause for the pulled cable cannot be positively determined but is likely physical abused. The root cause of the liquid inside of the dn enclosure, te's and ECG's b and d as well as the corrosion in ECG-d cannot be positively determined but is likely ingress of an unk contaminant. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.